Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154864, mw5154865.

Event description:
Related manufacturer reference number: 2017865-2024-57443. Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, functional under sensing and under sensing on the right ventricular (rv) lead and under sensing on the atrial lead (ra). The patient condition was unknown.